Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 58 mg/dl. It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.